Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6) (r919186401). It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The international normalized ratio (inr) measured on (B)(6) 2025 was 1.06. The left atrial appendage (laa) depth was 14.6mm. During procedure, the atrial rhythm was non-sinus rhythm (nsr), left atrial pressure was 8mmhg and 400ml of fluids was given. The activated clotting levels were 265s and heparin was administered. The amulet was successfully deployed in the laa. During procedure, the sheath was 20min in the patient. On (B)(6) 2025, a third month follow up was conducted and a device related thrombus was noted on transesophageal echocardiography (tee) and cardiac computed tomography (CT). The thrombus was tent-shaped thrombotic deposit on the device with a broad base and extending to the left upper pulmonary vein and the maximum size was 26x10mm. The patient started taking xarelto. The patient was reportable stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.